Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had motor error alarm and insulin pump stop working due to this customer was in hospital with blood glucose level was 30 mmol/l on (B)(6) 2018. Customer treated it with insulin injections. Customer reported that they were able to complete rewind insulin pump. Customer reported that they cleared the alarm successfully. Insulin pump will not be returned for analysis.